Event description:
A surgery center administrator reported that a pt was diagnosed with toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The pt's condition has resolved with the treatment of topical non-steroidal anti-inflammatory drops, topical fluoroquinolone drops, and topical steroid drops. The surgeon suspects the phaco handpieces to be a source of tass. This is the fourth of four reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).